Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter was reading inaccurately high. She reported performing control solution tests, with results in the 200 mg/dl, which failed. The patient contacted her physician for advice, who ordered a lab test to be done. N o treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strips and for cleaning the puncture site were correct. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to the serious injury. The patient is being sent a new meter, test strips and a bottle of control solution.